Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone of issues with the customer's buttons being unresponsive. The mother states the numbers on the device automatically keep scrolling. The customer's blood glucose level was unknown. The mother advised to call back when the device is in hand, in order to troubleshoot for the unresponsive keys.